Manufacturer narrative:
H3: examined unit and could not duplicate the customer complaint regarding not charging properly. It stops at 3 bars and does not connect wirelessly. Unit presented with sw v1.6.4. Updated sw v1.7.5. Unit full charged and no fault found wirelessly. H6: codes updated. Previous applied fdm b21, fdr c21 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: new information's updated. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: codes updated. Previous applied fdm b17, fdr c20, fdc d1102 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: event occurred during prior to use.

Event description:
It was reported that the device not charging properly. It stops at 3 bars. Not connecting wirelessly. There was no patient impact in this event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, console nim4cm01 nim 4.0: serial number and lot number: na coding for product ID: nim4cm01: fdm b17, fdr c20, fdc d1102, img g02030. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.